Event description:
It was reported by service report that the breakaway head section would not stay locked in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on breakaway head section.